Manufacturer narrative:
Event date: this event occurred between (B)(6) 2021 - (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was found in four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was noticed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 19, 2021 - march 20, 2021. H10: four (4) actual samples were received for evaluation. Unaided visual inspection was performed along with magnification which observed loose particulate matter in the fill port connector in 1 sample. The reported condition was verified in 1 sample only; however, not verified in the remaining 3 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.